Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Data could not be retrieved. The complaint confirmation of a failed transmitter error could not be determined. The root cause could not be determined.